Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences pain at the ipg site. The patient indicated approximately 30 days ago, the waistband of his pants began rubbing against his ipg while he was walking, which is causing discomfort. The patient is to consult with his physician regarding undergoing surgical intervention at a later date to address the issue.